Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) battery was alleged to be overdischarged. Communication could not be established with either the patient programmer (pp) or the implantable neurostimulator recharger (insr). It was noted that the reason why the patient stopped recharging the ins was because it was taking her longer and longer to recharge. The antenna locator (al) feature was performed and the resulting values were 32-40. Troubleshooting steps were reviewed to continue to charge the ins and how to clear the power on reset (por) message. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.